Event description:
Event [preferred term], false positive result [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A 32-year-old female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110126243m1, device expiration date: 19jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious) with onset 26aug2024, outcome "recovered", described as "false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false positive investigation result. Causality for "false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 19nov2024 for covid-19 and influenza ivd device: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110126243m1, UDI: not reported) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110126243m1. No quality issues related to lot k10a110126243m1 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110126243m1 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Product quality group provided investigational results on 08jan2025 for covid-19 and influenza ivd device: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110126243m1, UDI: not reported) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, expedite trending, and evaluating returned complaint samples. A complaint sample was returned. 1 covid and flu device was received. A leak was observed. The complaint of false positive result was not present in the returned complaint sample, as the device data could not be downloaded due to the observed leak. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110126243m1. No quality issues related to lot k10a110126243m1 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110126243m1 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Additional information: the patient was not exposed to covid-19 in the last 24 hours before testing. The instructions were read prior to starting, the test was not moved while it was running and was on a flat surface indoors. The swab was rotated 5 times in each nostril. A retest via pcr was completed 12-24 hours later. Two rapid tests were run before getting the false positive. The covid led status was positive and flu a and b led status was negative. The kit was available for return. The test kit number was reported as: 3a4h9n6y. As of 20dec2024, covid-19 test gave false positive, confirmed by multiple rapid antigen tests and 2 pcr tests, all negative. Treatment (paxlovid) was received for the adverse event. In addition to any previously reported events, patient didn't experience any adverse events as a consequence of the lack of effect of the product/didn't work as expected. Follow-up (14nov2024): follow-up attempts are completed. Follow-up (19nov2024): this is a spontaneous follow-up report received from product quality group providing investigation results. Updated information: expiration date, evaluation method/result/conclusion. Follow-up (20dec2024): this is a spontaneous follow-up report received from a consumer or other non-hcp from follow-up letter. Updated information: patient data (gender, age, weight and height), indication, lab data, clinical course details. Follow-up (08jan2025): this is a follow-up report from product quality group providing investigation results. Updated information included: investigation received and reportability updated.

Event description:
Event verbatim [preferred term] false positive result [device failure]. Narrative: the initial case was missing the following minimum criteria: product complaint only (no adverse event). Upon receipt of follow-up information on 07oct2024, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu test), device lot number: k10a110126243m1. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device failure (non-serious) with onset (B)(6) 2024, outcome "unknown", described as "false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the patient was not exposed to covid-19 in the last 24 hours before testing. The instructions were read prior to starting, the test was not moved while it was running and was on a flat surface indoors. The swab was rotated 5 times in each nostril. A retest via pcr was completed 12-24 hours later. Two rapid tests were run before getting the false positive. The covid led status was positive and flu a and b led status was negative. The kit was available for return. The test kit number was reported as: 3a4h9n6y.

Event description:
Event verbatim [preferred term] false positive result [false positive investigation result] narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu test),, device lot number: k10a110126243m1, device expiration date: 19jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious) with onset 26aug2024, outcome "unknown", described as "false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the patient was not exposed to covid-19 in the last 24 hours before testing. The instructions were read prior to starting, the test was not moved while it was running and was on a flat surface indoors. The swab was rotated 5 times in each nostril. A retest via pcr was completed 12-24 hours later. Two rapid tests were run before getting the false positive. The covid led status was positive and flu a and b led status was negative. The kit was available for return. The test kit number was reported as: 3a4h9n6y. Product quality group provided investigational results on 19nov2024 for covid-19 and influenza ivd device: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110126243m1, UDI: not reported) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110126243m1. No quality issues related to lot k10a110126243m1 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110126243m1 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Follow-up (14nov2024): follow-up attempts are completed. Follow-up (19nov2024): this is a spontaneous follow-up report received from product quality group providing investigation results. Updated information: expiration date, evaluation method/result/conclusion.

Event description:
Event verbatim [preferred term] false positive result [false positive investigation result] narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group. A 32-year-old female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu test), for sars-cov-2 test, device lot number: k10a110126243m1, device expiration date: 19jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious) with onset 26aug2024, outcome "recovered", described as "false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false positive investigation result. Causality for "false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 19nov2024 for covid-19 and influenza ivd device: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110126243m1, UDI: not reported) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110126243m1. No quality issues related to lot k10a110126243m1 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110126243m1 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Additional information: the patient was not exposed to covid-19 in the last 24 hours before testing. The instructions were read prior to starting, the test was not moved while it was running and was on a flat surface indoors. The swab was rotated 5 times in each nostril. A retest via pcr was completed 12-24 hours later. Two rapid tests were run before getting the false positive. The covid led status was positive and flu a and b led status was negative. The kit was available for return. The test kit number was reported as: 3a4h9n6y. As of 20dec2024, covid-19 test gave false positive, confirmed by multiple rapid antigen tests and 2 pcr tests, all negative. Treatment (paxlovid) was received for the adverse event. In addition to any previously reported events, patient didn't experience any adverse events as a consequence of the lack of effect of the product/didn't work as expected. Follow-up (14nov2024): follow-up attempts are completed. Follow-up (19nov2024): this is a spontaneous followup report received from product quality group providing investigation results. Updated information: expiration date, evaluation method/result/conclusion. Follow-up (20dec2024): this is a spontaneous follow-up report received from a consumer or other non-hcp from follow-up letter. Updated information: patient data (gender, age, weight and height), indication, lab data, clinical course details.